Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed. The reported device misassembled during manufacturing / shipping was unable to be confirmed as reportedly the device lock was returned to the locked position. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that inadvertent mishandling during unpackaging/removal from the dispenser coil resulted in the reported lock in the unlocked position, the noted dispenser coil cup clip returned fixed on the distal end of the handle and the noted handle inner rack being not adhered to the outer member; thus during attempted deployment resulted in the reported/noted activation failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that when the 6.0x60mm absolute pro self expanding stent system (ses) was removed from the package, the lock was in the unlocked position. The device was then locked and advanced into the patient to the target lesion in the superficial femoral artery. After unlocking, the thumbwheel was advanced however the stent would not deploy. The ses was removed and another absolute pro was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted the rack was positioned completely proximally. And was not adhered to the outer member. There was remnant of adhesive on the outer member at 2 locations. The rack was still on the outer member loosely.